Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-09351. It was reported that ostium dissection and chest pain occurred. Percutaneous coronary intervention (pci) was performed to an ostial/proximal occlusive right coronary artery (rca). A 1.25mm rotalink¿ plus and a rotawire¿ were selected for use. During procedure, a dissection occurred in the ostium. Staining was noted in the aorta upon contrast injections. The patient had some chest pain but remained hemodynamically stable. The vessel was stented and the procedure was completed. No further patient complications were reported. The patient stayed in the hospital for 2 days. Echocardiogram was performed and the result appeared okay. The patient was discharged home.